Manufacturer narrative:
(B)(4). Information was received from a foreign source who is not required to complete form 3500a. A review of manufacturing records showed that the forceps was made in accordance to print specifications at the time of manufacture. As returned, the serrated forcep was completely broken off. This device was used for treatment. The instrument had a potential field age of approximately 1 year at the time of incident with an unknown usage history. No other complaints of any nature have been received for this part/lot combination. A definitive root cause cannot be determined. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the tenaculum claw broke when attempting to remove the femoral head during total primary hip surgery.